Event description:
Moxy liquid cooled greenlight laser fiber lens cracked during the procedure. Fiber was removed in its entirety and exchanged for another "like" device. FDA safety report ID # (B)(4).